Event description:
Customer reported discrepancy in d typing between galileo and manual tube testing, using the same reagents. The patient typed d negative on the galileo with both anti-d series 4 and 5.

Manufacturer narrative:
The galileo operator manual indicates that the galileo can not reliably detect hemagglutination reactions that are graded as 1+ or less in tube methodology. The customer was also informed that performing weak d on the galileo may detect the d antigen present on the cells of the patient. The customer did not return samples for investigation testing.